Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer indicated via phone call of hospitalization and high blood glucose of 342 mg/dl. Customer does not feel ok to troubleshoot, although customer was advised to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was advised that the pump would be replaced.